Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty coupling ipg with the charger was not verified. The ipg was charged in two cycles from its hibernation. However, in the profile data, the charging difficulty was evident. The root cause of the difficulty charging the ipg was unknown. The device passed all required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo battery replacement.